Event description:
The nurse stated the patient recovered from the adverse effects previously reported. The nurse believed that the increased seizures were due to the autostim detection not being sensitive enough. The nurse adjusted the patient&#39;s settings and indicated both the patient and provider are happy with the results.

Event description:
The patient experienced an increase in seizures after an MRI. The patient's device was confirmed to have been programmed off and back on after MRI. The patient's mother noted that the magnet was not aborting the seizures. The np interrogated the patient and noticed there were no autostimulations between 7/21/2020 and 8/3/2020 despite the autostim detection being on. The patient's frequency was increased and the patient perceived stimulation. No other relevant information has been received to date.